Manufacturer narrative:
(B)(4). The contracted third party service agent advised physio-control that after testing, they were able to verify the reported failure. It was also reported that they observed a form of corrosion on the fuse contact on the power pcb assembly. The service agent cleaned the corrosion off and observed normal operation. The power pcb assembly was then replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control evaluated the removed power pcb assembly and observed the pcb to function normally during testing. The likely cause of the reported failure was due to some corrosion or residue on the fuse contact from the power pcb assembly.

Event description:
The customer reported that their device was powering itself off. This was not reported to have been involved with any patient use.